Manufacturer narrative:
(B)(4). The product is currently under evaluation. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported that doctors could not get a good reading on the patient's valve performance level. Due to this the valve had to be replaced.